Manufacturer narrative:
H6: impact codes - blood transfusion f2302 added.

Event description:
It was reported that there was an access site injury. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During groin access at the beginning of the procedure, ultrasound was used to access the vein. It is believed that the artery was punctured during this point without the physician's knowledge. The wds was inserted and maintained through the artery for the duration of the procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were bleeding complications including a hematoma at the groin access site and the patient was admitted to the intensive care unit. The patient recovered and was discharged from the hospital. Several days post discharge, the patient passed out at home and returned to the hospital. The patient was treated and discharged again. It was further reported that the patient had a blood transfusion while in the intensive care unit. The diagnosis of the syncopal episode was due to the hematoma.

Event description:
It was reported that there was an access site injury. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During groin access at the beginning of the procedure, ultrasound was used to access the vein. It is believed that the artery was punctured during this point without the physician's knowledge. The was inserted and maintained through the artery for the duration of the procedure. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were bleeding complications including a hematoma at the groin access site and the patient was admitted to the intensive care unit. The patient recovered and was discharged from the hospital. Several days post discharge, the patient passed out at home and returned to the hospital. The patient was treated and discharged again.